Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the while the customer was playing baseball, the touchscreen became cracked and unresponsive. Customer's blood glucose level was 240 mg/dl. Customer addressed blood glucose level with an insulin pen and humalog.